Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that had experienced high blood glucose event again and the blood glucose level is at 350 mg/dl. The customer only wanted to have it documented and would want to know the reason why she is having unexplained high blood glucose. Customer's blood glucose at the time of incident was 560 mg/dl and currently, blood glucose level is at 245 mg/dl and treated with manual injection. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined to have the device settings checked. The customer declined high pressure test. Customer would just want to document the high blood glucose issues. The insulin pump was not returned for analysis.